Manufacturer narrative:
(B)(4). Implanted: 2004. Concomitant medical products: item #: unknown, unknown head lot #: unknown. Item #: unknown, unknown cup lot #: unknown. Item #: unknown, unknown liner lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product is still implanted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01727 . 0001822565 - 2020 - 01932. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review identified constraining ring fracture, liner wear, and osteolysis at the tip of the femoral stem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right hip surgery approximately 16 years ago. The patient has been indicated for a revision due to instability and liner wear with liner constraining ring fracture. The surgeon plans to revise patient to a constrained cup.